Event description:
A home patient (hp) contacted baxter's technical service center regarding a homechoice (hc) therapy and reported feeling overfilled. The hp had abdominal pain, discomfort and distension. The hp also stated she was having a hard time breathing. Per initial report, baxter's technical service representative (tsr) assisted the customer during the initial contact. The tsr put hp into manual drain. The drain volume using the hc machine was 668ml. The nurse was contacted by baxter. The nurse stated that the patient had disconnected from the homechoice machine and using an ultrabag, had drained 3300 ml. The total drain volume is 3968ml (3300ml + 668 ml) was a last fill volume of 2200ml. The nurse informed that the overfill was due to the patient's condition and not due to the device. The patient had problems due to constipation. No additional information regarding the incident was available per the nurse.

Manufacturer narrative:
The nurse did not wish to return the device for evaluation.